Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first mitraclip xtw was implanted on central side of anterior and septal leaflet. Second mitraclip was steered down to the tricuspid valve. Clip was oriented and was closed to cross into the right ventricle (rv). As clip crossed the valve, it got caught on the septal leaflet. Clip was inverted and brought back into the right atrium (ra), it was noted that there was torn chord. Multiple grasping attempts were made, however leaflet insertion and integrity of the grasp could not be confirmed. Clip was removed from the patient and the procedure was discontinued. All the steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first mitraclip xtw was implanted on central side of anterior and septal leaflet. Second mitraclip was steered down to the tricuspid valve. Clip was oriented and was closed to cross into the right ventricle (rv). As clip crossed the valve, it got caught on the septal leaflet. Clip was inverted and brought back into the right atrium (ra), it was noted that there was torn chord. Multiple grasping attempts were made, however leaflet insertion and integrity of the grasp could not be confirmed. Clip was removed from the patient and the procedure was discontinued. All the steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was likely due to procedural circumstances. The reported unable to grasp leaflets and unable to capture leaflets was related to patient condition. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.